Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was missing the tubing track label. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through visual inspection. Evaluation found the direction of flow label to be missing. The direction of flow label was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.